Event description:
It was reported that the procedure was to treat a left circumflex artery. The 3.0x28mm xience skypoint stent delivery system became stuck with an unspecified hemostatic valve (rhv) when attempting to advance. The stent dislodged in the unspecified guiding catheter and the physician removed guide catheter, rhv and the guide wire all at the same time to make sure to be able to locate the stent. A new unspecified xience skypoint was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.